Event description:
On 1/3/93 the md was attempting to insert a right subclavain catheter. Md had good blood return, but was unable to introducer guidewire - the md then attempted to place a right internal juglar. Had a good blood return and placed the guidewire with relative ease. Was unable to get any blood return. In about 5 minutes, the patient became bradycardic and the md presumed that the patient had a tension pneumothorax. Patient arrested. Attempts were made to resuscitate which were unsuccessful.specific injury incurred - per coroner "laceration of right subclavian artery" coroner reported that the death was due to a "procedural accident".coroner case #6677410 orange county coroner's officedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.